Event description:
The initial attorney reported alleged pain, explant, disfigurement and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2002 - the pt underwent excision of previous mesh and three ventral herniorrhaphies with marcaine pump and a composix kugel mesh. On (B)(6) 2006 - the pt underwent exploratory laparotomy, lysis of adhesions, release of small bowel obstruction, excision of composix kugel mesh and incisional herniorrhaphy with a non-bard mesh repair. The pt had a small bowel obstruction of the distal ileum adherent to the omentum and adjacent to the mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly developed adhesions which is listed as a possible adverse reaction in the product's instructions for use. The medical records noted the pt experienced a small bowel obstruction that appears to be unrelated to the mesh. No sample has been returned for eval, no product identifiers have been provided in order to complete a DHR review. Based on info provided, no conclusion can be drawn.